Manufacturer narrative:
The product has not been released by the user facility. If the product is received by the manufacturer for evaluation, a follow up report will be submitted. (B)(4).

Event description:
An impella 5.0 was implanted into a 53 year-old female patient with cardiomyopathy and elevated filling pressures. The pump was implanted on (B)(6) and provided good support for six days before the pump stopped. The clinical staff reported that on (B)(6), the pump stopped at the same time the patient was being turned in bed. The pump was pulled back into the axillary artery and the patient went to the operating room for placement of a lvad. After the lvad was placed the physician attempted to remove the impella, however during removal the pump separated at the outlet cage. The physician performed a sternotomy to remove the remaining portion of the device. The patient remained stable throughout the procedure without any further complications.

Manufacturer narrative:
The impella 5.0 was received on (B)(6) and was evaluated with the console data logs from the case. The data logs confirmed the clinical account, whereby the pump operated for several days before the pump stopped. The pump was investigated and was unable to be started in the lab. A retain pump was used to reproduce the log signature as seen in the case. This was accomplished by disconnecting the motor drive lines to simulate broken lines. A broken drive line would cause a pump to stop, and would cause a log signature similar to what was seen in the logs from the case. The pump was also inspected to determine the cause of the cannula separation that occurred when the pump was removed during the case. An adhesive failure was discovered at the point where the cannula is bonded to the pump housing, which caused the separation. A review of the device history did not reveal any nonconformities.